Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed accuracy +8.40%" was not confirmed through delivery accuracy test. Delivery accuracy test was performed three times each time passing within the acceptable range. Further investigation found the upstream seal buckled and was therefore replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: the year of the event was reported as 2025 but the exact day/month were not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed accuracy +8.40%. There was no patient involvement.